Event description:
Hydromark breast biopsy site marker clip partially deployed. Some of the clip remained attached to the introducer and was removed from the patient. A piece broke off and was maintained in the patient.